Event description:
Customer reported an ongoing intermittent low blood glucose event with the lowest level recorded at 50 mg/dl. Cause was not known. Customer consumed carbohydrates as treatment and was advised by technical support to consult their healthcare provider to discuss what may be affecting their blood glucose levels. Customer acknowledged understanding.